Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the bus. A field service engineer (fse) encountered multiple storage space failures on both drawers in the station. The common sled (comm sled) showed no green light emitting diode (led), even after replacement. Isolating the drawers revealed each causing a fatal exception error independently. The fse determined that the only way to clear the error and the green led to show up was to unplug both drawers and found no visible damage on internal bus cable. The fse confirmed the power module was getting correct voltage to new comm sled, tested the comm sled functionality and noted getting a single blink throughout the loading process. The fse then replaced the all-in-one unit with a non-inventoried spare to resolve, allowing operating system-level interaction with the comm sled. The fse tested the drawers in hardware test application multiple times and found no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, hardware failed. Customer mentioned noticing a fatal error, every drawer was failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients, and the customer was able to switch station with another that was not being used as temporary. However, there were no adverse events or injuries reported based on this event.